Manufacturer narrative:
The report of a tcmid:01 (pump failed) error message was confirmed during functional testing and event log review of the thermogard xp ivtm console (sn (B)(4)). The root cause is due to a defective servo board steering the motor pump. Upon visual inspection no physical damage was observed. Evaluation of the console revealed a tcmid:01 error message during functional testing. The cause of the error message was attributed to a defective servo board steering the motor pump. The event log review showed occurrence of tcmid:01 and tcmid:02 (ce danfoss error) error messages on the reported complaint date. Both the errors are related to the pump motor. After replacing the motor pump; the console passed all testing criteria and meets performance specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
During cooling phase of ivtm therapy, the thermogard console (sn (B)(4)) displayed a tcmid 01(pump failed) error message. The user was unable to clear the error message. Following this, adjunct therapy was performed to complete the patient treatment. No consequences or impact to patient.